Event description:
The pt received his scs system on (B)(6) 2010 which consisted of an ipg and one percutaneous lead. On (B)(6) 2010, it was reported that the pt was experiencing intermittent stimulation. In an effort to recapture effective therapy, reprogramming was attempted but proved unsuccessful. The physician has decided to replace the lead at a later date. No further info is available at this time. A supplemental report will be filed as necessary. Follow-up on pt found no add'l issues reported.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.